Manufacturer narrative:
Additional information was received on oct. 30, 2019 identifying the following. When the site was collapsing the valve the wire didn¿t look correct but no specific issue was identified. It was reported the device may have not been placed in the collapser correctly so they opened another device. The device was never implanted and the site wasted the device. No further information is available. Based on the information received the issue is reasonably attributed to a procedural error where the device was placed in the collapser incorrectly resulting in a stent abnormality. There was no implant of the device and no indication of an adverse effect to the patient. The device was wasted and will not be returned. Based on the information received the manufacturer is concluding the analysis as related to the procedure and will not perform any further investigations.

Event description:
On (B)(6) 2019 a patient received a perceval pvs23 sutureless aortic heart valve as part of an avr. Additional information was received on oct. 30, 2019 identifying the following. When the site was collapsing the valve the wire didn¿t look correct but no specific issue was identified. It was reported the device may have not been placed in the collapser correctly so they opened another device. The device was never implanted and the site wasted the device. No further information is available.

Event description:
On (B)(6) 2019 a patient received a perceval pvs23 sutureless aortic heart valve as part of an avr. The manufacturer was notified that the device was explanted and replaced with a second pvs23 on the same day. No further information was received.